Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level; value not provided. The customer declined to troubleshoot the issue with tandem technical support. Although requested, no additional information was provided.